Event description:
New information received states the patient presented for a lead extraction. The lead was explanted and replaced. The patient condition is well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported far-field p-wave oversensing was observed on the ventricular channel which led to non-sustained oversensing episodes. The low frequency attenuation filter was turned off and oversensing was not detected. The patient condition is good. Three months later, a merlin transmission detected reoccurrence of non-sustained right ventricular oversensing. Programming changes to the settings were recommended. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states externalized conductors were observed through fluoroscopy. The patient was defibrillated when defibrillation threshold testing was performed. The patient will return for a follow-up.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.4-10.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.3-13.6cm from the distal tip. Internal insulation abrasions were noted at 7.4-8.8cm and 11.2-12.1cm from the distal tip. The etfe coating was intact at these locations.